Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer changed out the cartridge and was able to complete the load process. During follow-up with tandem technical support, customer reported a blood glucose level of 47 (mg/dl), but did not know why. Customer immediately treated the low bg by taking glucotabs.